Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). Forty-five (45) days post index procedure the patient presented with acute right-hand weakness. Transesophageal echocardiogram (tee) showed a left atrial thrombus on the closure device. The patient was instructed to continue aspirin and was bridged to warfarin. The patient was readmitted to the hospital one (1) month later due to dizziness. Transthoracic echocardiogram (tte) showed a newly reduced ejection fraction. Left heart catheterization identified an embolic thrombus in the right coronary artery. An attempt was made to retrieve the thrombus but was unsuccessful and a drug eluting stent was placed across the thrombus in the right coronary artery. Following the stent placement, the patient was transitioned to warfarin and plavix at discharge. No further information on the status of the patient is available.

Manufacturer narrative:
Literature citation: lee a., gao l., sewani a., carayannopoulos g. (24 march 2020) thrombus formation with left atrial appendage occlusion. Journal of the american college of cardiology, vol 75, issue 11.